Event description:
It was originally reported to philips that the device nibp failed calibration, which is a non-reportable issue. Upon device evaluation, it was discovered that there was a malfunction of the processor pca. The field service engineer (fse) was able to duplicate failure of nibp calibration. Furthermore, every time nibp and co2 were calibrated, the dose would not register. It was determined that the device needed a processor pca. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time

Event description:
It was originally reported to philips that the device nibp failed calibration, which is a non-reportable issue. Upon device evaluation, it was discovered that there was a malfunction of the processor pca. There was no patient involvement. The field service engineer (fse) was able to duplicate failure of nibp calibration. Furthermore, every time nibp and co2 were calibrated, the dose would not register. It was determined that the device needed a processor pca. The reported allegation about the " failed nibp calibration and can't use device." Was not verified or duplicated during lab tests. The processor pca had corrupt flash memory (u39/u40). Data generated by this investigation will be logged for trending analysis. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.